Event description:
Boston scientific received information that this patient's device was returned four years after the patient's death. It was reported that the patient had died on the day of the implant procedure, however, no allegations were reported and the physician/field representative did not remember anything about the patient's case. Attempts to obtain additional information from the field were unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.